Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) did not stimulate. The ipg was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.